Manufacturer narrative:
E1: reporting institution phone #(B)(6). E1: reporter phone #(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the device disconnected several times, and the logs showed the battery was bad and the device did not alarm for low battery inoperative. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Correction: the original report of the battery alarm issue was incorrect. After additional good faith efforts, it was determined that the reported issue was made in error, and that there was no battery alarm issue. This complaint is no longer a reportable event with philips

Event description:
The original report of the battery alarm issue was incorrect. After additional good faith efforts it was determined that the reported issue was made in error, and that there was no battery alarm issue.